Event description:
Pt has 2 pumps - one for gammagard and one for hydration. The pump that was programmed for gammagard broke. Reprogrammed over phone the ig on the hydration pump and hydration will be infused via gravity. Sending a new pump for hydration. No doses missed, no ade. Pump had a system time out message needing internal lithium battery replaced. Pt did not miss any doses/have any interruption of therapy. No adverse event was experienced. The curlin pump will be returned. Defective sn: sn (B)(6), exp date: 01/28/2026 and ndc: 00000036299. Pt code: 4582. Device code: 1069. Ref report: mw5176338.